Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece that broke off'), embedded device ('discovered during hysteroscopy that it was embedded'), pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure (batch no. 628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human immunodeficiency virus syndrome. Concomitant products included cobicistat;elvitegravir;emtricitabine;tenofovir alafenamide fumarate (genvoya) and medroxyprogesterone acetate (depo-provera). In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and pain in extremity ("thigh pain/right thigh pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, pelvic pain, genital haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, pain in extremity and back pain had resolved. The reporter considered abdominal pain, autoimmune disorder, back pain, device breakage, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009(pfs) and (B)(6) 2009(summons). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs received. Essure lot number added. Following events were added: piece that broke off, embedded, abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), abdominal pain, thigh pain and lower back pain. Event severity added for: abdominal pain, thigh pain/right thigh pain and lower back pain. Event outcome updated for all events which was claimed in pfs. Medical history, lab data and concomitant drugs were added. Lawyer added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece that broke off'), embedded device ('discovered during hysteroscopy that it was embedded'), pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (batch no. 628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included trichomoniasis. Previously administered products included for an unreported indication: mirena and depo-provera. Concurrent conditions included human immunodeficiency virus syndrome, uterine leiomyoma, malignant neoplasm of cervix uteri, uterine enlargement, ovarian cyst, aids, iron deficiency, anemia, vitamin d deficiency, stress, depression, anxiety, furuncle, asc-us, cervicitis human papilloma virus, polymenorrhoea and benign cervix uteri neoplasm nos. Concomitant products included cobicistat;elvitegravir;emtricitabine;tenofovir alafenamide fumarate (genvoya) and medroxyprogesterone acetate (depo-provera). In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and pain in extremity ("thigh pain/right thigh pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, pelvic pain, genital haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, pain in extremity and back pain had resolved. The reporter considered abdominal pain, autoimmune disorder, back pain, device breakage, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009(pfs) and (B)(6) 2009(summons); (B)(6) 2009(mr). There were 3 to 7 coils in the uterine cavity on each side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain. Lot number:628314 manufacture date: 2008-10 expiration date: 2011-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.